Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high shock impedance measurements. There was one out of range shock impedance measurement recorded of 133 ohms. The shock impedance measurement did not change suddenly, there has been an increasing trend. It was noted the shock impedance measurement was back within the acceptable range. As a result, a lead issue was not suspected. No adverse patient effects were reported.

Event description:
Additional information was received confirming that the high shock lead impedance issue is still ongoing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.